Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for spinal pain. The hcp wanted to know how they could get in touch with the local rep should they need the pump reprogrammed over the weekend. It was noted the patient was currently in the intensive care unit (ICU) with an altered mental status. It was noted the patient came from another location with pneumonia. It was reported the patient arrived alert and oriented and very quickly became alerted. The patient was discharged from rehab and moved to the ICU unit. It was noted they were adjusting the other meds but wanted to be informed should they need to adjust the pump. The patient's symptoms started a day plus after their pump refill. Additional information was received from a healthcare provider (hcp) on (B)(6) 2023, indicated there was suspected morphine overdose for patient with a synchromed ii pump. The nurse inquired how they could check the pump and what could be done in case of emergency? It was noted in case additional information was needed regarding the emergency procedures and/or if we would need to page a rep, they would contact us back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.